Manufacturer narrative:
(B)(4)

Event description:
It was reported that during threshold test, no electrogram was displayed afterwards showing the threshold values. The patient's condition was stable.